Event description:
Catheter got stuck inside the sheath and starting melting it.

Manufacturer narrative:
It was reported that "as physician was pulling out catheter and sheath the catheter (rf element portion) got stuck inside the sheath and starting melting it". Additionally, "from what I remember they saw smoke, heard a popping sound, and noted that the generator displayed an excessive temperature. I don't remember the exact temperature. They killed the cycle by pushing the button and removed the catheter through the sheath. The catheter became stuck in the sheath. They were successful in removing the catheter and sheath from the patients leg. No addiitonal information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.